Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial number (B)(4). At 19:17 the glucose result was 66 mg/dl. The patient was treated with d50 because the result was below 70 mg/dl. At 19:42 the glucose result was 42 mg/dl. The customer did not believe the result. At 19:45 the glucose result was 107 mg/dl with an accu-chek inform ii meter with serial number (B)(4) and a different operator. The controls were acceptable on the day of the event. There was no allegation of an adverse event. The patient was not adversely affected by the treatment and there were no delays in treatment. The patient was stable and still in the hospital. The suspected product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.